Event description:
A bipap a40 ventilator was returned to a third-party service center for service for evaluation. There was no serious patient harm or injury reported. The device was not reported to be in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and found no foam particles inside the device. Review of the device error log indicated the occurrence of a ventilator inoperative code that indicates a failure of the outlet pressure sensor and would require replacement of the printed circuit board assembly to address the issue. No repairs were completed because the device was scrapped as per customer request. The device will be included in the fsn 2023-cc-src-039.